Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was not returned; however, a photograph of the device was received. Photographic inspection identified a missing roller from the roller clamp. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause was determined to be an issue with the material supplied to the manufacturing facility by an external supplier. In order to address this condition, a notification will be sent to the supplier to implement the appropriate corrective actions. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. During visual inspection the roller clamp wheel was observed to be missing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set was missing a roller clamp. This was observed when the device was removed from the package for set up. There was no patient involvement. Additional information was requested and is not available.